Event description:
It was reported that the stair pro chair tipped during transport. Allegedly, the patient fell resulting in a hand fracture and knocking out a tooth. Operation of the stair chair requires two operators for transport. The user-facility reported that the second operator was not present at the time of the fall.